Event description:
It was reported that the patient had become hospitalized. However, there was no additional information at the time of event to attribute the adverse event being related to the device. Once the product was returned and investigated, it was discovered that there was an oxygen issue. Further review of the initial call revealed that patient had called from the hospital stating that the unit had stopped producing oxygen even after replacing the columns.

Manufacturer narrative:
B3: date of event is estimated. The unit came for oxygen error. The complaint was confirmed with the data log show 02 low this means the product manifold leak due to debris under the check valve. The data log shown battery low errors this means the patient running the unit on low battery. Lower housing is broken due to compressor vibration.